Manufacturer narrative:
An event date of (B)(6)2017 was also provided.

Event description:
It was reported that during use with the patient, the tube connector of a portex® bivona® custom tracheostomy tube broke off the tracheostomy tube. The device had been in use for 60 minutes at the time of the event. An emergency tracheostomy tube change was done. No permanent injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found that the fixed connector had been separated from the shaft, though a large portion of the shaft was still adhered inside. It was observed that the flextend wire had become unraveled. The location where the shaft separated had a rough and jagged edge. It was suspected that excessive force had been applied to the shaft or something sharp came into contact with the device. Based on the evidence, a root cause was unable to be confirmed.